Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken monopolar yaw pulley and caused the cable crimp to slide out of the yaw pulley. The instrument was further evaluated by failure analysis engineer (fae) and it was confirmed that the instrument had a broken yaw pulley and a dislodged cable crimp. However, it appears that the cable crimp likely got dislodged first and as a result of the dislodgement, caused the portion of the yaw pulley in front of the crimp to break and be pushed out along with the crimp. The additional scratch marks/abrasions to the yaw pulley likely occurred due to the crimp rubbing against it when getting dislodged. The broken yaw pulley did not appear to have any missing pieces. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the permanent cautery hook instrument had a broken wire inside. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the event was discovered during sterile processing and there was no report of fragments falling within patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.